Manufacturer narrative:
The device was returned for analysis. The stylette was present in the tip of the returned device. The stylette was stuck in the device. There was no damage to the tip. Residue was present at the distal tip. The distal tip was stretched and necked onto the stylette. Kinks were evident on the distal shaft at 10.5cm, 11.2cm and 12.3cm distal to the distal end of the guide wire entry bond. The balloon bond is stretched. The balloon was inflated to rbp and the balloon burst immediately after inflation.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon. No damage was noted to the device packaging and the device was inspected with no issues noted. No difficulty was experienced when removing the device from the hoop. The device was flushed in the hoop and placed in a bowl of saline to activate the hydrophilic coating. It was reported that the stylette could not be removed and it was reported that it felt like it was glued in place. The physician was able to finally remove the protective sheath using force, but it came a part creating a sharp edge that tore his glove. The device was not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.